Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, an e103 error occurs when an ignition error of the light source occurred, though the device was not returned to confirm. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the olympus sales representative about the reported issue. Tac mentioned to the rep that an e103 error indicates that the main lamp was blown out or the customer was using an after-market bulb. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus sales representative reported on behalf of the customer that an e103 error occurred with the visera elite xenon light source. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.